Event description:
According to the reporter, during the right hemicolectomy procedure, at the resection of the anus side ,the surgeon fully fired the reload, however the firing was slightly hard. Then, at functional side-to-side anastomosis, the surgeon opened the insertion port by the electrosurgical knife and tried to fire reload, however could not fully fire the device and the staple line was incomplete. The physician opened the jaws and removed the device from the tissue. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual inspection of the cartridge noted that the reload was fully fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.